Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional evaluations could not be performed. The software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The screenshots were reviewed with clinical account representatives, and the case did not appear to have any abnormalities. The user reported that the burred distal femur was not smooth. However, aside from the few, very small green spots on the distal femur cut, the target surface (white bone) had been reached, and an irregular burred surface could not be confirmed. A possible contributing factor for the physical bone appearing ¿not smooth¿ after burring could be due to very slight movement of the bone tracker. If the patient¿s bones are osteoporotic, or, if the tissue from the thigh is pushing on the bone pins (for a femur tracker), the bone tracker could be more susceptible to subtle movement. Refer to the ¿preparing for the intraoperative knee procedure: setting up the bone hardware¿ section of the real intelligence cori for knee arthroplasty user manual. When inserting pins in cortical bone, bicortical engagement is recommended to reduce the risk of tracking hardware instability, which may lead to inaccurate data collection. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found this to be an isolated event. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a cori-assisted tka surgery, the surgeon stated that the burred distal femur was not smooth. However, no additional bone cuts were necessary. The procedure was finished with the same device without delays. The patient was not harmed.

Manufacturer narrative:
Section b5 was updated with the new information received. Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a cori-assisted tka surgery, the surgeon stated that the burred distal femur was not smooth. The procedure was finished with the same device without delays. The patient was not harmed.